Manufacturer narrative:
This device was discarded at the facility, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was surgically explanted due to infection. The device is not expected to be returned, the device was discarded at the facility. The patient remains in the hospital, and is being treated with antibiotic therapy. No additional adverse patient effects were reported.